Manufacturer narrative:
The device was discarded; a device history review will be performed.

Event description:
The event occurred on an unspecified date and was reported via medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4) which stated "patient was being administered IV push fluorouracil. Cstd (closed system drug-transfer device) was dislodged from needle, and patient was sprayed with 1-2ml 5fu on his shirt. Cstd was not able to be reattached to syringe.¿ the event occurred at the hospital user facility. This a single-use device and was not reprocessed and reused on a patient and this device was serviced by a third-party servicer. There was patient involvement, unknown patient harm and delay in therapy.

Manufacturer narrative:
The reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.